Manufacturer narrative:
Date sent to the FDA: 03/10/2009. Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient is showing indications of delayed wound healing and a surgical site infection at an unspecified time following an abdominal mole excision. The pt was prescribed antibiotics. Additional info was requested; no further info was received.